Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was over infusing the following information was received by the initial reporter with the following verbatim it was reported by customer that that precedex infusion in a bottle that was programmed on a delay, but the container emptied. Unsure of the rate of the infusion and thought the precedex was in a bottle and not a bag.